Manufacturer narrative:
Corrected health effect - clinical code from 4582 - no clinical signs, symptoms or conditions to 1924 - failure of implant the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that one of the patient's scs leads had migrated. Additionally, patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention took place on (B)(6) 2024, wherein the leads and the ipg were explanted and replaced to address the issue. It is unknown which lead caused the issue.

Manufacturer narrative:
Correction: reportable aware date for (B)(4) (pi main conclusion) has been corrected from 15 november 2024 to 11 december 2024.